Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead displayed high, out of range pacing impedances. An x ray was to be performed. A request for additional information has been made. There were no adverse patient effects reported. At this time, the device system remains in service.